Manufacturer narrative:
B4:10may2021. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp pulled the diagnostic report and found no diagnostic error codes in the event log. The asp also connected to o2 and a test lung and let the device run for 30 minutes with no issue found. The customer's reported issue could not be duplicated, and the device remains at the customer site.

Event description:
It was reported to philips that the device is giving pressure regulator alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance.